Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. Prior to procedure, the faradrive sheath, following IFU guidelines (i.e flushing), the three was stopcock on the sheath was leaking and fluid leak was noted. Hence, the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return as retained by customer.

Manufacturer narrative:
The device has been received. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and noted to have cracks in the stopcock. Microscopic inspection of the stopcock confirmed cracks on the side of the flush port, resulting in leakage seen from the 3-way stopcock. During leakage test, the attempt to pressurize the sheath with deionized water to prepare for leak performance testing was unsuccessful as the cracks in the stopcock compromised the sheath's ability to seal pressure and fluid. Therefore, the reported allegation was confirmed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. Prior to procedure, the faradrive sheath, following IFU guidelines (i.e flushing), the three was stopcock on the sheath was leaking and fluid leak was noted. Hence, the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return as retained by customer. The faradrive steerable sheath has been received at boston scientific's post market laboratory.